Event description:
On (B)(6) 2012 the customer reported that the wash tower, on the dxc 660i, overflowed. Customer noticed the leak after she crashed a probe on a specimen and opened the closed tube aliquoter (cta). Customer stated that the leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and determined that the event was caused by an obstruction within the cta waste line. Fse cleared the obstruction and this resolved the issue. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).